Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they need the patient programmer (pp) to regulate their implant. It was stated that they were in the hospital because they started peeing, and think the stress of being in the hospital and the medication reacted and stressed out their body. The patient indicated that "it quit working" suddenly, but now they know it is working. Since they have been out of the hospital 3 days prior to date notified they have not peed at all, and in the last 2 days they have not peed and made it through the night. Since implant the patient never regulated "it" but once, very little, and other than that it has been perfect. Indication for implant is urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.